Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2014-06966 and 2134265-2014-06938. It was reported that auto pullback failure occurred. During a procedure, an ilab was used in conjunction with a bsc imaging catheter. However, motor drive unit unable to do automatic pull back. The procedure was completed with this device. No patient complications were reported.